Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The customer reported that there was intermittent misidentification of sids on the advia centaur xp and other advia centaur instruments. The bar code labels were analysed by siemens technical support. Analysis of the labels showed that the customer's sample labels have a grade "f" (very poor) rating for decodability, which could result in intermittent misinterpretation of the sid. The fse is returning to the customer site to install an optional high density reader. Performance of the new barcode reader will be monitored at the customer site for any new incidents of sid misinterpretation.

Event description:
A barcoded sample ID (B)(6) was read as (B)(6) on the advia centaur xp. The sid was not matched with an existing pt order. There are no reports of adverse health consequences or pt intervention due to (B)(6) misinterpretation.